Event description:
Customer reported to carefusion that the omni-flex connector is popping off the tracheostomy (trach) connection.  This problem has been occuring for a few weeks.  This facility uses shiley trach tubes.  The respiratory therapists (rts) were changing out the loose omni-flex and throwing away the affected product.  The customer is returning a sample that is loose and not fitting the trach.  Customer advised that the facility has a pro-active alarm system for the ventilated patients that show at the nurses station and also page the rt immediately when the vent alarms.  Because of this system, there was no patient impact as a result of the disconnections reported.  The vents alarmed and the rts were able to change out the omni-flex and reconnect the patient.  The total number of omni-flex affected is unknown.  Carefusion will be submitting 8 reports for the 8 return samples sent by the customer and reported as affected.  This is report 4 of 8.

Manufacturer narrative:
(B)(4). Results of evaluation: the customer return sample was received and evaluated. The sample failed functional testing using a 15mm american society for testing and materials (astm) gauge to measure the inner diameter (ID). It was found the sample was out of specification, large, and therefore the customer reported issue of this part being loose is confirmed. The device's history record was reviewed for this lot number provided. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process was reviewed and it was determined that there is a higher amount of variation in the 15 mm ID of the connector than anticipated. A corrective and preventative action has been opened at our manufacturing plant to determine the root cause for the variation in diameter. As a corrective action, the manufacturing procedure for the omni-flex connector was updated to include 100% verification of the 15 mm ID of the connector. Additionally, a quality audit of the 15 mm ID was added to the inspection process used when product is released.